Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. The initial report should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 11-300812 ¿ arcos distal stem ¿ 033610; unknown head ¿ unknown part and lot; unknown cup ¿ unknown part and lot; unknown liner ¿ unknown part and lot. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02124.

Event description:
It was reported that patient underwent a hip revision approximately 8 months post implantation due to infection. During the procedure, the stem was noted to be loose and easily removed. Attempts have been made and additional information on the reported event is unavailable at this time.